Event description:
The customer contact reported the pt received more medication than intended. At an unspecified time, the device was programmed to deliver 1 liter of d5w with 100meg nahco3, at a rate of 75ml/hr for a duration of 14 hours. It was reported, the medication delivered in 8 hours instead of the expected 14 hours. There were no reported adverse pt effects. No medical interventions were reported. No add'l info was provided.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. This report represents all the info known by the reporter upon query by hospira personnel.